Manufacturer narrative:
A non-treating person reported gray matter volume issues with patients in general, not a specific patient. The medical findings show that gray matter volume increases following ect. These increase are only temporary. These findings show that the ect treatments did not cause a patient's symptoms. Because of the lack of identifying information, somatics is unable to confirm whether the complainant was even treated with a somatics thymatron device. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported. Although somatics has determined that the claims in the mw report are not valid and cannot confirm that even if an ect device was used, there was no way to determine it was manufactured by somatics, we are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803.

Event description:
A non treating person referenced an article that did not provide specific information about gray matter volume.